Event description:
The customer reported the system is displaying a bad iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris potentiometer and tightened wire connections. System operates as intended. (B) (4).